Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic rectum procedure, after the third reloading, it could not be opened. After manipulating with application of excessive force, jammed tissue slipped out of the instrument; no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p55w24 the analysis results showed that one ec60a device was returned with the closing trigger and anvil in closed position. An ecr60d cartridge was noted to be loaded in the device. After further evaluation, the device could not be opened. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Corrected data: evaluation summary the analysis results showed that one ec60a device was returned with the closing trigger and anvil in closed position. An ecr60d cartridge was noted to be loaded in the device. After further evaluation, the device could not be opened as the knife was not fully returned. The cartridge was pull out of the device and was received fully fired and cartridge deck damaged. It is possible cause of the damage was from another device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.